Manufacturer narrative:
A ge oec service rep investigated the issue and was performing a repair for a printer issue and was informed by the customer that the preview lines for the collimator were not present and that the collimator closed on initial boot-up. The issue was isolated to a defective high voltage cable, and the cable was replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system had issues where the preview collimators did not appear, and the collimator would close down on initial boot-up. This was reported during a service call for a printer issue.